Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out of specification in relation to the customer mis-reporting the symptom. The reported system error 320 alarms were not reproduced during evaluation. System error 320 alarms were not verified through a review of the event history log however, system error 322 alarms were confirmed. System error 322 alarms were found to be caused by a lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.